Event description:
The patient reported that she experienced her infusion set occluding. She stated that her blood glucose values were affected. She reported that her blood glucose elevated to around 200mg/dl. The patient administered an insulin injection to reduce her elevated blood glucose. The patient reported that she believed that it took the infusion device "awhile" before it alarmed for the occlusion. She reported that her infusion set had been in use for 2 days and was advised by the company representative that this particular infusion set should be changed every 2 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.